Event description:
It was reported whilst doing routine PICC care, patient reported a discomfort in arm. When flushing saline noticed droplets under dressing, minimal blood flashback. PICC dressing removed and flushed again, noticeably leaking and dripping down arm. PICC removed, no visible fracture seen but PICC was leaking. Treatment delayed. Booked for a new PICC line insertion. No physical harm was caused to the patient, the infiltration was not a vesicant infuscate.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dual lumen powerpicc solo catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any evidence of current or prior leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization of the sample. No evidence of leakage was observed during examination of the returned sample. Consequently, this complaint is unconfirmed at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported whilst doing routine PICC care, patient reported a discomfort in arm. When flushing saline noticed droplets under dressing, minimal blood flashback. PICC dressing removed and flushed again, noticeably leaking and dripping down arm. PICC removed, no visible fracture seen but PICC was leaking. Treatment delayed. Booked for a new PICC line insertion. No physical harm was caused to the patient, the infiltration was not a vesicant infuscate.